Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was double counting a wide qrs complex. Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.